Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b8, d10, h6 (type of investigation, investigation findings, component codes).

Manufacturer narrative:
It was reported through an emergency support program that the cardiosave intra-aortic balloon pump (iabp) had gas loss alarm during use. Pump had been in standby for 10 minutes and nurse was getting another pump to change. Fse explained he didn¿t need to change the pump. Performed proper troubleshooting and verified the helium tubing had no blood or discoloration. Pressed the iab fill key for 2-3 seconds, press start, and check the helium tubing again. The pump resumed without issue. There was no patient harm or injury.

Event description:
It was reported through an emergency support program that the cardiosave intra-aortic balloon pump (iabp) had gas loss alarm during use. Pump had been in standby for 10 minutes and nurse was getting another pump to change. Fse explained he didn¿t need to change the pump. Performed proper troubleshooting and verified the helium tubing had no blood or discoloration. Pressed the iab fill key for 2-3 seconds, press start, and check the helium tubing again. The pump resumed without issue. There was no patient harm or injury.